Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer filled the reservoir and an hour and a half later, was at 49 mg/dl, and the reservoir was empty. The customer used juice to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.